Event description:
It was reported that this patient with a pacemaker presented to the clinic feeling fatigued and dizzy. A device check was performed with a programmer and found there were observations of oversensing and undersensing on the right atrial (ra) channel. Additionally, there was a stored atrial tachy response (atr) episode due to noise. It was also noted that the non- boston scientific right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring 2200 ohms. A review of the data also found a stored signal artifact monitoring (sam) episode which false due to atrial fibrillation/ atrial flutter. The electrogram (egm) showed noise on both the ra and rv lead. Technical services discussed programming optimization and suggested to review the ra lead performance for possible intervention. At this time, the pacemaker, ra and non-boston scientific rv lead remains in service. No additional adverse patient effects were reported.